Event description:
It was reported that during a lap nephrectomy procedure, on the first firing of the stapler, the cartridge came out the end of the jaws. A new stapler was opened and used to complete the procedure. There was no adverse patient consequence.